Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt has a history of occlusive peripheral vascular disease, coronary artery disease, hypertension and hyperlipidemia. It was reported that the pt was admitted for coronary artery bypass grafting and an imaging study demonstrated an infrarenal abdominal aneurysm that was slightly over 4 cm in maximum diameter and their native aorta was no larger than 1.4 - 1.5 cm and in some areas even smaller. The stent graft was partially deployed and positioned in a 180-degree rotation in order to shorten the graft and minimize the risk of covering the hypogastric vessels. Intraoperatively, it became obvious that the contralateral pant leg was occluded due to the very narrowed aorta impinging on this segment. It took sevaral hours to eventually successfully get within the pant leg, balloon that area and repair the aneurysm using a wall graft component along with the aneurx main body component. The pt tolerated a procedure well despite its length and showed no evidence of immediate sequelae. Postoperatively, their extremities were warm to touch although pt did have some focal discoloration of their skin suggestive of emboli. Pt was successfully extubated; however, over the course of the next hours pt had progressive deterioration in their clinical exam including mentation disturbances, hypotension and required increasing volumes of fluid initially and then blood products. The pt required immediate mechanical ventilation output and an elevation in their creatinine. Cpk was markedly abnormal and it was felt that the pt had undergone an embolus resulting in tissue destruction. There were several areas of ischemia involving the liver, spleen and colon. A subtotal colectomy was performed and the pt was transferred to the intensive care unit. Three days later the pt began experiencing hemoptysis. A bronchoscopy was performed which showed no evidence of an overt source. Later that day pt was noted to be progressively hypovolemic and despite maximal medical efforts pt went into code blue status and was not resusciticated. The pt had multiple areas of infarction including liver, uterus and right and left lower pulmonary lobes. Pt had a very diseased calcified suprarenal aorta and the etiology for their multisystem organ failure secondary to infarcts was atheroemboli phenomenon.